Event description:
The hcp reported that the pt had many problems with the pump therapy including changing the drug from dilaudid to fentanyl which resulted in the pt experiencing withdrawal symptoms (no specific symptoms reported). It was revealed that the patient had a catheter kink. The pump and catheter were replaced. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.